Event description:
Litigation alleges prosthetic fracture. Plaintiff is seeking full compensation for all the damages that had caused her such as permanent biological injury, impaired mobility, limited adl, joint insufficiency, financial losses and social interactions due to defective and lack of safety products implanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a revision surgery due to the ¿prosthesis fracture¿ of the pinnacle implant, and subsequent ¿replacement of the stem and of the polyethylene liner¿. The above impacted implant was implanted on (B)(6) 2010 after a revision and replacement of the asr implant that the patient received on (B)(6) 2008. Claim letter alleges reason for revision is periprosthetic fracture of the stem. Doi: (B)(6) 2010 - dor: (B)(6) 2019 (right hip).